Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the facility alleges the wheelchair wheel has a bend and rubbing on the side.